Manufacturer narrative:
The customer contacted the customer care center (ccc). The customer had replaced the sensor twice, cleaned and conditioned the instrument. The customer ran dilution check and performed quality control (qc), after which qc was out of range. A customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse found the integrated multi-sensor technology (imt) pump rate erratic. The cse replaced the pump head and motor assembly and realigned the imt pump, and the rate stabilized. The cse found cloudiness in the salt bridge tubing and he replaced the tubing. The cse ran calibration and dilution check, resulting satisfactory. The cse ran qc, resulting within range. The cse reran patient's samples, resulting as expected. The cause of the discordant falsely, low na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s) who questioned them. The samples were repeated on the same instrument, resulting higher and matched the patients clinical history. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.